Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg would turn off without being prompted due to potential interference with a stereo. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the ipg was explanted to address the issue.

Manufacturer narrative:
The reported observation of ¿auto-reduction¿ was confirmed based on the program status errors recorded in the ipg therapy delivery log, but was not reproduced during analysis. The cause of the reported observation was not ascertained as the returned device exhibited normal device characteristics and the lead system was not returned. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.